Event description:
It was reported that, "surgeon complains that during primary total hip replacement there was a broach to stem mismatch. The stem (real) implant sat 5mm proud vs the broach. The broach size was 5.5 and the actual implant was a 5.5 stem."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If it becomes available, the evaluation summary will be submitted in a supplemental report.